Event description:
Staff were setting up to insert a central line. When the pressure monitoring set was opened, the guide wire that was inside the hard white plastic sheath was unable to be removed. Staff noted that the green plastic grip, which is normally attached and allows them to remove the guide wire, was missing. All other pieces of the pressure monitoring set were present. Staff obtained a new kit, which had all components. No patient was involved in this event and there was no patient/staff harm. Staff report that they have not had this happen before.====================== manufacturer response for pressure monitoring set, c-pms-251====================== the device and packaging were returned on this date for the manufacturer's investigation/analysis.